Event description:
It was reported that the implantable cardicverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited intermittent spikes high out of range pacing impedance measurements greater than 2,000 ohms. The device triggered a yellow alert as a result of low intrinsic amplitude. There was no evidence of noise. Technical services (ts) explained most likely a spring contact issue. Ts discussed programming options for optimization, and to continue monitoring. The clinician noted they are also considering reprogramming for optimization because the patient is in chronic atrial fibrillation. No adverse patient effects were reported. At this time the device and ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).